Event description:
It was reported that the right ventricular (rv) lead would not pace when programmed to bipolar configuration. Insulation damage was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4524, implantable pacing lead, (B)(6) 1996. A 5076, implantable pacing lead, (B)(6) 2008. (B)(4).